Event description:
On 12-sep-2025, the user¿s mother reported repeated "restart 38" alerts over several days, even after multiple supply changes. A dry run successfully passed 120 units without error. The agent advised performing a full supply change using new supplies from different boxes, which was completed without issue. The user was instructed to continue monitoring for further alerts. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.